Event description:
It was reported occlusion alarms occurred. Reportedly the customer's blood glucose at the time of alarms was 224 mg/dl. The customer went to the hospital and was admitted to the intensive care unit due to their bg reading to 1200 mg/dl and presenting with high ketones. Ketone levels were identified as life threatening by health care provider. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.